Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation/mapping procedure with an octaray mapping catheter and an ez steer nav catheter. The patient experienced a pericardial effusion treated with pericardiocentesis, transferred to the operating room (or), and the patient passed away. Additionally, during surgery a hole was found in the coronary sinus (cs) and left atrial appendage (laa). During the procedure, a pericardial effusion occurred. The physician had obtained transseptal access, and the octaray mapping catheter advanced into the left atrium, and after about 5-10 minutes gaining transseptal access. A pericardial effusion was discovered and confirmed on intracardiac echocardiography (ice) with the soundstar catheter. The medical intervention provided was pericardiocentesis, and the amount of fluid removed was unknown. The staff had called for two "units" of blood, and the patient transferred to the or. The patient passed away. Additional information was received. The patient¿s death was on (B)(6) 2025. The physician commented that during surgery a "hole" was noticed in the cs and laa that were not present during initial ice images at the beginning of the procedure. It was a farapulse case; therefore, the ngen generator or force ablation catheters were not being used at the time. The adverse event was assessed as MDR reportable under the octaray mapping catheter and the ez steer nav catheter.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).